Event description:
Unomedical reference number (B)(4). Event occurred in the netherlands. It was reported that patient faced an issue with the infusion set and stated that the cannula came loose when unlocked at the quick release, causing the cannula to be pulled out of the body. The cannula remained attached to the catheter but became disconnected from the infusion set. The infusion set had been inserted in the body for less than one full day. No further information available.